Manufacturer narrative:
(B)(4). G2 - foreign: canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the blue plug disassembled from the instrument. The blue plug was found and did not fall into the patient. However, post op x-rays confirm the metal pin that secures the blue plug was retained in the patients body. The surgeon tried to remove it by scope with no result. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g3, g6, h2, h3, h6, h10. Visual examination of the returned product identified the item/lot information match what is listed in the sub-form of the complaint. The device shows signs of repeated use and heavy wear and tear. There are scratches, nicks, and gouges around the slot in the guide and also on the guide's surface. The blue pomalux plug and the 2.5 o.d. X6 pins are missing. The device has a possible field age of 5+ years. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Device was not returned. Visual examination of the provided pictures identifies the stainless steel locking pin is missing form the cutting guide. A review of the device manufacturing records confirmed no abnormalities or deviations. Device is used for treatment. Radiographs were provided and reviewed. The missing stainless steel locking pin is visible in the knee compartment. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.